Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It ws reported an infection occurred. It was further reported that blood cultures were positive. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.